Event description:
Pt admitted to hospital in 2002 to have recto sigmoid colon resection for cancer. Surgeon was using an eea stapling device in conjunction with a surgassist. After application of devices the surgassist computer indicated that the anastomosis tissue was too thick. The device was tried to be further closed but it would not close. The device was locked in the closed position and could not be retracted. Sales rep tried to open device manually and also tried a new computer chip. It was decided the only way to remove the stapling device was to open the bowel. Secondary to malfunction of equipment, add'l surgery occurred over a 5 hour period of time. Pt left operating room in stable condition. Pt was discharged from hospital on five days after the event following an uneventful post op course.